Manufacturer narrative:
Troubleshooting was conducted with the customer, including verifying correct breast shield fit; disassembling, inspecting, cleaning and reassembling the kit and tubing set; powering the device with the power supply; and resetting the battery and requesting that the battery.  The customer was sent a replacement breast pump. In follow up with medela llc on (B)(6) 2017, the customer reported that the replacement pump was working without issue, that she has finished the antibiotic and the mastitis is resolved.  Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that she was experiencing low suction with her freestyle breast pump. She stated that she had been to her doctor and is getting over clogged ducts and mastitis. She has been taking an antibiotic.